Event description:
It was reported that this brady lead was surgically abandoned due to lead fracture and impedance issues. A new brady lead with a different model was implanted successfully. No additional adverse patient effects were reported.